Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate relief. Reportedly, patient had a fall approximately eight month ago. Reprogramming was performed; however, it was unable to provide effective therapy. X-rays were taken and confirmed lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned. This addressed the issue.